Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that electrode 4 was 40000 ohms and was out. There was a return of pain. An impedance check found that electrodes 3, 5, 10, 11, and 12 were showing as avoid with measurements in the 700s. The patient was reprogrammed around this electrode. The cause was not known and it was unknown if the issue was resolved. The patient was asked if she had fallen and the patient stated no, but she had memory problems.